Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 29-year-old female patient who had essure (batch no. A20054, 0076055-invalid,p16855-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included overweight, cervical vertebral fracture, post-traumatic stress disorder, hypertension, spinal fusion surgery, lower abdominal pain, abortion (elective: s/p complete medical abortion), nausea, vomiting, escherichia coli infection, vaginal odor, constipation and polycystic ovaries. Concomitant products included amlodipine, diazepam, diclofenac, fluconazole (fluconazol), ibuprofen, lisinopril, oxycodone, paracetamol (acetaminophen), promethazine, sertraline and tramadol. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), feeling abnormal ("neurological conditions or problems type: brain fog") and amnesia ("neurological conditions or problems type: loss of memory"). In (B)(6) 2012, the patient experienced pollakiuria ("frequent urination") and allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), vision blurred ("vision/eye problems type:blurred vision") and headache ("headache"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced panic attack ("psychological or psychiatric problems condition: panic attack"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("other injury(ies) or complication please describe: uterine fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis"), affective disorder ("neurological conditions or problems type: mood disorder"), depression ("depression"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vagina pain"), psychological trauma ("psychological trauma"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and mood altered ("mood changes") and was found to have neoplasm ("tumors"). The patient was treated with surgery (surgical removal of coil(s)/tubouterine implantation/ bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, feeling abnormal, abdominal pain and vulvovaginal pain had resolved and the pollakiuria, fatigue, bacterial vulvovaginitis, urinary tract infection, migraine, amnesia, depression, allergy to metals, panic attack, vision blurred, weight increased, uterine leiomyoma, headache, psychological trauma, vaginal infection, vaginal discharge, neoplasm and mood altered outcome was unknown. The reporter considered abdominal pain, affective disorder, allergy to metals, amnesia, bacterial vulvovaginitis, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, mood altered, neoplasm, panic attack, pelvic pain, pollakiuria, psychological trauma, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Laboratory test - on (B)(6) 2013: lab test results: gardnerella vaginalis - positive bacterial vaginosis associated bacteria 2 (bvab2) - positive megasphaera species (type 1 and type 2) type 1 and 2 ¿ positive. Ultrasound pelvis - on (B)(6) 2012: clinical indication: pelvic pain. Findings: the right ovary is 3 cm the right x 3 cm x 2 cm in size. No adnexal masses on the right. The left ovary is not demonstrated. No adnexal masses on the left. There is no free pelvic fluid. There is no evidence of an abnormal pelvic mass. Summary: no significant abnormality seen. (B)(6) 2012. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, abnormal vaginal bleeding, abdominal pain, bacterial vaginosis, vaginitis, pelvic pain, mood swings lots number 0076055, p16855 are not valid. Lot number: a20054 manufacture date: 2012-06 expiration date: 2015-06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-oct-2019: update of information (batch is invalid) on 15-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure (batch no. A20054, 0076055, p16855) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included overweight, cervical vertebral fracture, post-traumatic stress disorder, hypertension, spinal fusion, lower abdominal pain, abortion (elective: s/p complete medical abortion), nausea, vomiting, escherichia coli infection, vaginal odor, constipation and polycystic ovaries. Concomitant products included amlodipine, diazepam, diclofenac, fluconazole (fluconazole), ibuprofen, lisinopril, oxycodone, paracetamol (acetaminophen), promethazine, sertraline and tramadol. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), feeling abnormal ("neurological conditions or problems type: brain fog") and amnesia ("neurological conditions or problems type: loss of memory"). In (B)(6) 2012, the patient experienced pollakiuria ("frequent urination") and the first episode of allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), vision blurred ("vision/eye problems type:blurred vision") and headache ("headache"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced panic attack ("psychological or psychiatric problems condition: panic attack"). On (B)(6)2017, the patient was found to have uterine leiomyoma ("other injury(ies) or complication please describe: uterine fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis"), affective disorder ("neurological conditions or problems type: mood disorder"), depression ("depression"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vagina pain"), the second episode of allergy to metals ("nickel allergy"), psychological trauma ("psychological trauma"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and mood altered ("mood changes") and was found to have neoplasm ("tumors"). The patient was treated with surgery (surgical removal of coil(s)/tubouterine implantation/ bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, feeling abnormal, abdominal pain, vulvovaginal pain and the last episode of allergy to metals had resolved and the pollakiuria, fatigue, bacterial vulvovaginitis, urinary tract infection, migraine, amnesia, depression, panic attack, vision blurred, weight increased, uterine leiomyoma, headache, psychological trauma, vaginal infection, vaginal discharge, neoplasm and mood altered outcome was unknown. The reporter considered abdominal pain, affective disorder, amnesia, bacterial vulvovaginitis, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, mood altered, neoplasm, panic attack, pelvic pain, pollakiuria, psychological trauma, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Laboratory test - on (B)(6) 2013: lab test results: gardnerella vaginalis - positive bacterial vaginosis associated bacteria 2 (bvab2) - positive megasphaera species (type 1 and type 2) type 1 and 2 ¿ positive. Ultrasound pelvis - on (B)(6) 2012: clinical indication: pelvic pain. Findings: the right ovary is 3 cm the right x 3 cm x 2 cm in size. No adnexal masses on the right. The left ovary is not demonstrated. No adnexal masses on the left. There is no free pelvic fluid. There is no evidence of an abnormal pelvic mass. Summary: no significant abnormality seen. (B)(6) 2012. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, abnormal vaginal bleeding, abdominal pain, bacterial vaginosis, vaginitis, pelvic pain, mood swings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet and medical record received. Lot number newly added. Other relevant history and lab data updated. Events: general abnormal bleeding, pelvic pain, abnormal bleeding vaginal, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhea (cramping), fatigue, infection: bacterial vaginitis, infection: uti, migraines / headaches, brain fog, loss of memory, mood disorder, depression, nickel allergy, panic attacks, blurred vision, weight gain, uterine fibroids, headache, abdominal pain, vagina pain, nickel allergy, psychological trauma, vaginal infection, vaginal discharge, tumors and she did not undergo an essure confirmation test were newly added. Essure start date and stop date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.